Event description:
It was reported that the right atrial (ra) lead experienced intermittent atrial undersensing during atrial arrhythmia episodes. The leads remains in use. No patient complications have been reported as a result of this event.